Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a failed and weak battery alarm. The customer's blood glucose level was between 107 and 195 mg/dl. The issue was unable to be solved with troubleshooting. The product was not returned for analysis.